Manufacturer narrative:
E1. (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, lymphadenopathy, crease/folding of implant.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV, painful, deforming, positive adenomegaly, and per MRI "voluminous, discreetly asymmetric breasts, retroglandular breast prosthesis, the right one shows irregular folds. Scattered fibroglandular parenchyma with mild background parenchymal enhancement". Device remains implanted.